Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 2/6/2017 pfs and medical records received. Upon review for the patient's right hip, which is in litigation, it was noted that through a number of references that there was some type of additional revision of the patient's right total hip replacement, after the revision of (B)(6) 2011, with indications that it may have been in 2012 or 2013. The references pointed to a possible infection, and the implantation of one or more antibiotic spacers. There are no operative notes available for this unidentified surgery at the present time. To acknowledge the event, an unknown hip product will be reported, and this complaint will be updated if and/or when additional information becomes available.